Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced skin disorder ("it was covered in bumps after removal") and feeling abnormal ("I do believe it has something to do with our bodies trying to get back to normal"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and feeling abnormal outcome was unknown and the skin disorder had resolved. The reporter considered feeling abnormal, medical device removal and skin disorder to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced skin disorder ("it was covered in bumps after removal") and feeling abnormal ("I do believe it has something to do with our bodies trying to get back to normal"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and feeling abnormal outcome was unknown and the skin disorder had resolved. The reporter considered feeling abnormal, medical device removal and skin disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.